Event description:
The customer reported that the system displayed the wrong dap settings (high dose) and blurred image. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked and adjusted the dose then replaced the ccd and laser beam. The system operates as intended.